Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the pump was implanted about 2 years ago. It was previously reported that the date of the event (B)(6)2019 and new information received reported that the date of the event was (B)(6)2019. They tried to troubleshoot before they contacted technical services. The cause of the event was not yet determined as the pump could not be explanted as the patient is pregnant. It was reported that the pump was turned off and the patient was put on oral medication. The concentration of the drug in the pump was 7.5 mg/ml. No further complications were reported and/or anticipated.

Manufacturer narrative:
H6: ime/annex e coding corrected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Analysis identified the outlet port o-ring was damaged which resulted in a leak. Destructive analysis identified residue in the motor gear train. Destructive analysis identified the teeth on gear wheel three were worn. Medtronic developed a design change to reduce motor gear corrosion and received regulatory approval for the change. Medtronic began distributing pumps with this design change in january 2016. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign consumer. It was indicated on 2019-oct-01, the two-tone alarm started going off a pproximately every hour. On (B)(6) 2019, the alarm was still going off. A manufacturer's representative tried to reset the pump, however, the alarm was still going off. On (B)(6) 2019, it was indicated the pump had a motor stall message and it was decided to turn the pump off. On (B)(6) 2019, the patient went to the hospital where an hcp emptied the pump and it was turned off. At this stage, the patient already started to feel awful. The patient indicated they went through terrible withdrawal symptoms for a couple of weeks, including nausea, vomiting, diarrhea, anxiety, insomnia, shaking, and feeling weak. They stated that with being (B)(6) weeks pregnant, not much could be done. From that point on in their pregnancy, they really struggled. Their body went into shock from the withdrawal symptoms and the pain. All they could take was one tramacet daily. They stated they ended up going into distress and having to deliver their baby seven weeks prematurely. The baby ultimately suffered an extensive brain injury as aresult of the complications brought on by prematurity and had been given many diagnoses since.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The pump was explanted.

Event description:
Additional information was received. The pump had been explanted on (B)(6) 2021 and would be returned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Report source: country of event is (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign manufacturer representative regarding a patient who was receiving an unknown drug with an unknown concentration at a dose of 1.8023 mg/day via an implantable pump for an unknown indication for use. It was reported via a request to technical services that a critical alarm went off due to motor stall and that the motor stall occurred without apparent reason (no emi sources or MRI). It was noted that the patient was (B)(6) pregnant and had undergone a diagnostic ultrasound check related to the pregnancy the day before the motor stall occurred. With a following interrogation of the pump, the motor stall was reported as resolved. After that, the alarm went off again and other motor stalls and motor stalls recoveries followed. At the time of the initial report, the patient did not show any underdose symptoms. It was noted that the pump had been implanted for two years and that it would reach elective replacement indicator (eri) in 27 months. Technical services reviewed that there was low potential of interaction between diagnostic ultrasounds and the pump. Technical services advised to monitor the patient for the appearance of withdrawal or underdose effects and requested the manufacturer representative obtain the serial number (to review if it was a pump with or without design changes) of the pump and the event logs. Additional information was received from the manufacturer representative after the initial report. It was confirmed that the patient hadn't shown any underdose or withdrawal signs. Photos of the clinician programmer showing the logs was provided. These images showed that the estimated eri was 26 months (not 27 months as previously reported initially) and a motor stall occurred on (B)(6) 2019 at 12:09. The motor stall recovery and other motor stalls that were reported were not visible in the log images provided with this report. Technical services reviewed that from the logs reported, the following events could be seen: (B)(6) 2019: successful interrogation, (B)(6) 2019: successful interrogation, (B)(6) 2019: successful interrogation, (B)(6) 2019: successful interrogation, (B)(6) 2019: motor stall, (B)(6) 2019: successful interrogation the serial number was not visible in the images sent. Technical services requested the rep provide it and asked again if the patient was exposed to a magnetic field. In response, the representative provided the serial number and confirmed that the patient was not exposed to a magnetic field. The manufacturer representative contacted technical services again to request if there was any feedback regarding the pump serial number. It was noted that the patient was ¿getting very anxious.¿ technical services responded to the manufacturer representative that the pump was manufactured prior to the design changes. Technical services responded to the manufacturer representative reviewing that it was up to the physician to consider leaving the pump infusing, keeping in mind the possibility of motor stalls. It was also reviewed that if the motor stalls were to occur again or with higher frequency they could consider the possibility to replace the pump. The manufacturer representative responded to technical services indicating that they would interrogate the pump again. It was noted that they could not replace the pump since the patient was (B)(6) pregnant, and that they would need to wait until after the pregnancy was complete. The manufacturer representative asked how to silence the alarm or if they should switch the pump off. Technical services responded to the manufacturer representative providing the instructions for silencing the alarm. It was reviewed that it was up to the physician to decide if they would rather stop the pump and switch to oral medication. They would have to contact technical services again to obtain the stop code for shutting off the pump. It was reviewed that the alarm would be triggered again if a new pump alarm event occurs after silencing the alarm. The manufacturer representative responded to technical services to request the pump shut off code for (B)(6) 2019. It was noted that the pump kept stalling. It was also stated that they would wait until the pregnancy was over to explant the pump and send back, and re-implant a new pump. Technical services responded to the manufacturer representative providing the shut off code for that day ((B)(6) 2019). It was recommended that they retrieve all the logs before shutting off the pump.